Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the left ventricular (lv) lead, the patient awoke from anesthesia while still on operating table. The patient started violently coughing and a corresponding change in electrocardiogram (ECG) morphology was noted. Subsequent lv lead testing through device revealed no capture. A fluoro burst revealed lead had pulled back into proximal coronary sinus. The doctor decided to deactivate lead. No patient complications have been reported as a result of this event.